Event description:
According to the reporter, pre-operatively, during preparation, an error message showing a handle with a red cross icon was seen. Another handle was used. There was no patient involvement. Medtronic's initial evaluation of the incident is that the system logs which indicated several instances of fpga (field programmable gate array) reprogram/reset failures. System logs showed that the handle fails for motor test due to fpga reprogram reset failures. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and then no motor movement can initiate.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the system logs showed evidence of multiple fpga (field programmable gate array) reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.